Event description:
A reliant balloon was used in a pt as an accessory product after the implantation of a talent thoracic stent graft. There was an elephant trunk of a synthetic vessel on the proximal side of the aneurysm. It was reported that the talent stent graft was implanted into the aneurysm which was connected proximally to the curved elephant trunk synthetic graft. The balloon was expanded at the proximal end and ruptured at the 6th inflation. The balloon contained 40 ml of saline/contrast solution. The procedure was completed safely. The physician commented that there was no issue with the reliant balloon and possibly the bare spring of the stent graft was not positioned along the inner wall. As a result when the reliant balloon was inflated into the bare spring part it ruptured. The balloon was not returned. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results: balloon rupture, stent graft. Device was not returned unable to f/u, balloon inflated beyond the stent graft. Conclusion: device was not returned unable to f/u, balloon inflated beyond the stent graft.